Event description:
Info received indicates the right head siderail will not latch.

Manufacturer narrative:
The hill-rom tech found the latch spring was missing from the siderail. The tech installed the latch spring to repair the bed.